Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg - laparoscopic assisted distal gastrectomy. According to the reporter: the cartridge was loaded onto the handle properly and the green button was pressed. Blue button was pressed but staples would not be fired. Handle was released with silver button. Procedure was completed with another device without further incident. Operating time was extended less than 30 minutes. It is unknown whether reinforcement material was used.